Manufacturer narrative:
This adverse event is being submitted shortly after the company completed an internal retrospective review process of historic records.

Event description:
T1-t5 case done at (B)(6) on (B)(6) 2016 with all screws looking accurate. On (B)(6) the surgeon revised the left t4 and t5 screws.